Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal eri, the right ventricular (rv) lead threshold was high and the sensing value was low. An x-ray examination did not indicate rv lead damage or dislodgment. The rv lead was capped and replaced. The patient is stable.